Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its rotation tab slightly bent. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to load properly into the jaws and was successfully applied to over-stressed surgical tubing. The second clip was unable to load properly as the feeder was to the side of the clip. Resistance was also felt upon engaging the trigger. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The yoke was broken at the pin position due to the clip stacking. The proximal end of the feeder was also slightly bent due to the clip stacking. The sample was received with 5 clips remaining in the channel, indicating that 10 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "misfire" was confirmed based upon the sample received. One device was returned with the rotation tab bent slightly. Upon functional inspection, the second clip was unable to load properly. Resistance was also felt upon engaging the trigger. The sample was disassembled, and it was found that the clips were out of position and stacking on one another. The yoke was broken at the pin position due to the clip stacking. The proximal end of the feeder was also slightly bent due to the clip stacking. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that the device was not firing correctly and breaking.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73l1800544. Investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device was not firing correctly and breaking.